Event description:
Update: this is a clinical patient, report states the patient had poly wear, part/lot information was provided and the doi: (B)(6) 2003.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update: this is a clinical patient, report states the patient had poly wear, part/lot information was provided and the doi: (B)(6) 2003. The device associated with this report was still not returned. Review of the provided device records did not reveal any related deviations or anomalies. Per the reporting by the depuy clinical team, only patient demographics are available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: this is a clinical patient, report states the patient had poly wear, part/lot information was provided and the doi: (B)(6) 2003. The device associated with this report was still not returned. Review of the provided device records did not reveal any related deviations or anomalies. Per the reporting by the depuy clinical team, only patient demographics are available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a fractured liner.